Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle broke in the middle of the body of the needle during knotted suturing of the fascia. No fragment remained in the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated, which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Conclusion: a visual inspection was also performed on seven loose needles returned for this evaluation and there were no signs of manufacturing defects found on the needles.